Manufacturer narrative:
It was reported that there were two attempted bolus deliveries on the evening of (B)(6) 2010 and that the patient's blood glucose did not respond to these alleged deliveries. The pump was returned to animas for evaluation. The pump history confirmed a 9.05 unit bolus was programmed on (B)(6) 2010 at 10:25 pm, the bolus was cancelled by user intervention, and 0.49 units of 9.05 units of the bolus was delivered. There were no other bolus attempts found in the history for the evening of (B)(6) 2010. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.

Event description:
It was reported that patient was hospitalized for elevated blood glucose levels.